Event description:
It was reported that the programmer screen was frozen at the company logo and would not progress to the interrogation screen. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer "froze" at the company logo screen, during testing it stayed on the screen for about a minute then booted to the normal screen. The hard drive was reconfigured and the software reloaded. Analysis noted that no stylus was returned with the programmer therefore a stylus was added and calibrated and that the system fan was noisy so it was replaced. (B)(4).

Event description:
It was reported that the programmer screen was frozen at the company logo and would not progress to the interrogation screen. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).